Event description:
It was reported the doctor was going to be taking out the patient¿s system in the near future because it did not make them go to the bathroom. The patient has had the device off since (B)(6) 2013 because it did not do what it was supposed to and it ¿wasn¿t working at all.¿ it only worked for about a month. Multiple adjustments were tried, but nothing helped. It was stated the trial was great and once the implant was placed, it ¿did not work.¿ information received a little more than a week later indicated the cause of the event was unknown. Multiple MRI/x-ray/CT scans and reprogramming sessions were noted. No results of these were provided. Symptoms included urinary frequency, urgency, and urinary retention. No hospitalization was required and the patient outcome was non-serious injury/illness. A surgical revision in (B)(6) 2012 was noted however it was unclear what this pertained to. An explant date for the implantable neurostimulator and lead was noted for 2013-(B)(6). It was unclear if this date was accurate as information reasonably suggests the patient had devices implanted at the time of the report. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer¿s report #3004209178-2014-02809. The patient has two systems and it was unclear if all or only part of the reported information pertained to the system in this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that all her implants stopped being effective for her urinary retention. The implantable neurostimulators (ins) were effective at first but stopped after a while. The patient later had a trial done in (B)(6) 2015 but it didn't do much for the symptoms and it was ineffective. It was noted that the patient was not able to self-catheterize when she the implants. Eventually the patient had all the implanted components removed and began using a super pubic tube. She was disgusted with it and inquired if she should pursue another implant. It was unknown when the therapy stopped being ineffective or when the implanted components were explanted. The patient was going to talk to the healthcare professional (hcp) on (B)(6) 2016 to discuss further. The patient noted that her bladder had no muscle tone and could only hold 2 liters of fluid. This was present prior to the implants.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va066zy, implanted: 2013-(B)(6), product type lead product ID 3889-28, lot# va07a6c, implanted: 2013-(B)(6), product type lead. (B)(4).